Manufacturer narrative:
Initial and final MDR 1894173 - MDR 3003442380-2024-09683- device 1 of 4 e1: patient city:(B)(6) patient country: (B)(6)

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced four infusion set leake events on (B)(6)2024. The infusion set was in use for one day. The leak was at the site. No further information available.